Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they received a message on the handset that said that the battery isn't working. When asked, patient said that doesn't recall what the message said. Reviewed therapy information and general programming guidance. Patient and their caregiver checked the communicator which had sufficient charge however the handset needs to be charged however they can't find the charging cord for the handset. Patient and caregiver will call back when finds the cord. Reviewed MRI guidelines for depleted implanted battery. Additional information was received from the patient. They reported that the cause was unknown but likely due to dead battery. It was removed in april with MRI compartible

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.